Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The battery status was noted to be elective replacement indicator (eri), however, the exact date eri was set could not be determined due to the presence of several hardware resets that occurred at or post explant. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eri) earlier than previously estimated.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than six months remaining longevity earlier and then device was checked again and showed three years remaining longevity. Boston scientific technical services (ts) suggested programming options. Additional information obtained from the field which indicated that the patient will be checked again in a month and programming changes will be done by then. As of this time, the device remains in service. No adverse patient effects reported.